Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the returned receiver (part number str-pr-blu/lot number 5199214), was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. However, a review of the diagnostic chart confirmed the reported event of an intermittent out of range signal. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available. The complaint device wasn't returned, but the receiver (sm51312852) that was used with the device has been received for evaluation on (B)(6) 2015. Also, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 which confirmed the reported event of intermittent out of range. A follow-up report will be submitted once the evaluation is complete.